Manufacturer narrative:
Batch review performed on 18 september 2024. Lot 2342355: (B)(4) items manufactured and released on 23-nov-2023. Expiration date: 2028-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 weeks after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon preformed a washout and poly swap. The surgery was completed successfully.